Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep has reported on behalf of the customer, that an alleged broken exeter stem has been revised. The sales rep has reported that it was replaced with another exeter stem.

Manufacturer narrative:
An event regarding fracture involving an exeter device was reported. The event was confirmed. Method & results: device evaluation and results: the exeter stem fractured at the neck in fatigue with the origin on the proximal side of the device. There was evidence of material damage likely due to cement mantle break-down on the stem unrelated to the fracture. The stem material was consistent with the astm f1586 and iso 5832-9. No material or manufacturing defects were observed on the part features examined. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: it was not possible to determine the cause of this event based on the information provided. Further information such x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
The sales rep has reported on behalf of the customer, that an alleged broken exeter stem has been revised. The sales rep has reported that it was replaced with another exeter stem.